Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment with a prismaflex m100, a return tubing became disconnected from the top of the filter and blood spread across the room from the disconnection. The amount of blood loss was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.